Event description:
The customer reported to olympus that the water drips from the tip of the evis lucera elite gastrointestinal videoscope after washing and had poor water drainage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found foreign objects in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a crack; adhesive around light guide lens was peeled; the light guide lens had a crack; paint on the suction cylinder was peeled; the suction cylinder was shaved; the control unit and connecting tube had discoloration; the connecting tube had a wrinkle. Additionally, following components had a scratch: connecting tube; plastic distal end cover; light guide cover glass; scope connector cover unit; protector of universal cord on both the suction connector and on the control section sides; image guide protector; forceps elevator lever; forceps elevator knob; upward/downward angulation control knob; right/left knob; switch1 and 3; scope cover; switch box; universal cord; suction connector; grip; and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. ¿inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.